Event description:
An ipp device was implanted on 1/31/94. The reservoir was revised on 7/6/94. The cylinders and pump were removed from the pt and replaced on 4/21/97 due to a right cylinder aneurysm and fracture at pump/tubing junction.